Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) receiving dilaudid and morphine both of an unknown concentration and dose via an implantable infusion pump for non-malignant pain and chronic low back pain, it was reported by the patient that in (B)(6) 2017 the patient "went through the whole 9 yards" meaning through withdrawal and the pump went dry and was alarming. The patient stated their doctor had retired at that time and that was why that had happened. The patient stated that a new doctor was found and his pump was filled and the patient was not sure if the pump malfunctioned or patient was over medicated. The patient stated by the time he had got home, he laid on the couch for a few minutes and the patient's wife was trying to revive the patient who would not respond so the patient's wife called 911. The patient threw up and swallowed in lungs and got patient to the hospital and he was dead on arrival (doa). The patient's medical history included him mentioning that he had been diabetic for a long time, way before the pump was placed.